Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that total knee arthroplasty was performed and during surface insertion, the surface could not neatly assemble with tibia baseplate. Subsequently, another surface was used to complete the procedure, which resulted in a 0-15 min delay.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 42532006701, tibia cemented stemmed left, lot # 63895686 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed based on the visual evaluation of the returned part and the photos provided. Device history record was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and DHR review. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.